Event description:
Health care professional reported that following an intraocular lens (iol) implant procedure, that lens became stuck and lens was damaged inside the cartridge during implantation. The doctor has removed the damaged lens and replaced the lens with a same model lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned pressed against the well area. Solution is dried on the iol. Both haptics are bent/deformed. The optic is bent and deformed. No cartridge returned. The complainant indicates the use of non-company as a viscoelastic and company cartridge which are not qualified for use with the associated iol model/dioptre. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product history records confirm that the product met release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).